Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020, two mentor memorygel breast implant 400cc gel breast prostheses were received by the mentor product analysis lab with no accompanying information. The device could not be associated with an existing complaint. Analysis on this device has begun, but is not complete yet. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of two gel breast prostheses is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA. This medwatch report is for the 1st of two breast prostheses.

Manufacturer narrative:
Correction: the date device was returned to manufacturer was incorrectly reported as 14-jul-2020. The correct date is 01-jul-2020. On 14-aug-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).